Manufacturer narrative:
An investigation will be performed, and a supplemental report will be submitted with the analysis conclusion. Manufacturer reference: (B)(4). .

Event description:
It was reported from the office of american dental care that a glidewell ht implant ø4.3 x 10 mm experienced loss of osseointegration. The patient was reported as a 43-year-old male with a medical history of smoking and bruxism. Bone quality was reported as type iii and oral hygiene was reported as fair. The patient presented with the issue on (B)(6) 2026. The event reportedly occurred within three weeks of implant placement at tooth location #4. The implant was placed on (B)(6) 2026 and removed on (B)(6) 2026. No instruments were reportedly used to retrieve the implant. The implant was placed following immediate extraction and was not immediately loaded. No permanent patient injury was reported. Additional medical intervention in the form of a bone graft to the defect area was reportedly required. The implant was not replaced. No abnormalities with the implant or packaging were reported.